Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Follow up attempts have been made with the customer to obtain additional information related to test pressure, test methods, patient anatomy, length of use, patient status and sample availability. This report is linked to report 2936999-2015-00925 which is regarding the first of these two tubes reported.

Event description:
The customer reported that the endotracheal tube continued to leak after intubation and the cuff self-deflated. The patient required extubation and re-intubation with another 7.5 endotracheal tube. The replacement 7.5 endotracheal tube also leaked.